Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high and low blood glucose. Blood glucose was over 400 mg/dl according to the meter, and the next meter he had his blood glucose was at 40 mg/dl so he keeps the old other blood testers and it said 200 mg/dl. Customer has been using both insulin pumps, one to feed him insulin and one to keep track of blood glucose on the old. Customer reported that the insulin pumped alarmed this morning sirening and the customer's blood glucose was 91 mg/dl. Customer reported that blood glucose was 129 mg/dl about twenty minutes ago. One meter he used for travel and that meter stated 180 mg/dl. Customer used to eating ice-cream when he is low and gets hot, at night eat nuts or peanut butter late at night it will help stabilize sugar because it has fat in them. Customer reported that they kept wondering why his blood glucose kept climbing even though he wasn't eating. Customer's blood glucose was up to 200 mg/dl wouldn't take any insulin, would eat snack sized snickers and his blood glucose would drop from 200 mg/dl back down to 140 mg/dl. The insulin pump will not be returned for analysis.